Event description:
It was reported that the adhesive stays attached to the protective plastic and not to the film. No harm or injury reported.

Manufacturer narrative:
The device, intended to be used in treatment, has not been returned for evaluation. No additional information was provided; therefore, we have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found additional complaints for the product and failure mode reported in the last three years. It is possible if the product has been stored at a high temperature, this could have contributed to the reported issue as denoted in the IFU. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.